Manufacturer narrative:
This report is to follow up with medwatch # (B)(4). The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Laparoscopic hysterectomy - "balloon trocar was inserted and inflated upon inflation of the balloon, the balloon ruptured. Second balloon trocar obtained; again upon inflation, balloon ruptured. All parts of balloon trocar accounted for. Sales rep was present for case and witnessed accident. No harm to patient. Both devices came from the same lot number." Patient status: "no harm to patient."

Manufacturer narrative:
This report is to follow up with medwatch# (B)(4). The event product was not returned for evaluation. The complainant did note, however , "all parts of balloon trocar accounted for." In the absence of the subject device, it is difficult to determine the root cause of the event. The root cause could not be determined because the product was not returned for evaluation. Applied medical has opened a corrective and preventative action (CAPA) to further elevate and track this investigation and implement appropriate corrective actions to mitigate this type of event. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.